Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. Leak test was performed and identified an opening on the radius. A microscopic analysis was performed which identified a smooth crease opening on radius. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on radius assessed as a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side implant deflation. Device remains implanted.